Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report the receiver had a system check pass without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observations related to the customer complaint. A global receiver functional test was performed on the receiver, finding no failures related to the customer complaint. Receiver's data logs were downloaded and reviewed, finding a screen error alarm, in addition to firmware errors. Based on the finding of firmware errors this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.